Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via 2210968-2021-06443.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2017 and mesh was implanted. The patient reported experiencing back pain, hip pain and groin pain. The patient has a non-existent sexual relationship due to the pain. The patient further reported experiencing unspecified infections after that were treated with antibiotics. The patient underwent an unspecified reoperation in (B)(6) 2017. No further information is available.